Manufacturer narrative:
Result: foot board assembly.

Event description:
It was reported by service report that the footboard was broken. Customer does not know if there was pt involvement or if there are adverse consequences to report.